Event description:
The consumer reported a two false positive results with the binaxnow covid-19 antigen self-test using nasal swab samples. The consumer reported that the first covid-19 self test she took was an unspecified brand performed on (B)(6) 2021 which generated a negative result. The consumer then performed a binaxnow antigen self test on (B)(6) 2021 which generated a positive result. Confirmation pcr testing was performed on (B)(6) 2021 at 9:30am using an unknown sample type, which generated a negative result. The consumer then took an additional confirmation pcr test on the same day at 12:00pm but was still awaiting the results at the time that this event was reported to technical services (ts). At 1:00pm that same day, the consumer performed a second binaxnow antigen self test in which the result was positive. No additional patient information, including treatment and outcome, was provided. This manufacturer report addresses false positive result 1 of 2.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided. Related report: 1221359-2022-00396.

Manufacturer narrative:
Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 154558 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 154558 and device part number 195-430h / lot 150366. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 154558 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. Related MFR report: 1221359-2022-00396.